Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was unknown. Customer was able to clear no delivery alarm with set change. Customer was not able to troubleshoot as this was a past event. Customer discarded supplies and was not able to return for analysis. Customer was advised to call when issue occurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.